Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 542 mg/dl versus 117 mg/dl and 542 mg/dl versus 195 g/dl when the comparative tests were performed 3 minutes apart on the compact system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.